Event description:
It was reported that the customer's insulin pump alarmed while priming. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. The device also failed the displacement test due to a motor encoder signal being out of phase. The unit had cracked reservoir tube lip and scratched screen.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.